Manufacturer narrative:
After further review of additional information received the following have been updated accordingly. As reported, the sealant of a mynxgrip vascular closure device (vcd) was noted to be out of the patient's skin. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle. The syringe was connected to the device with stopcock open. The advancer tube was observed on the catheter, covering the balloon proximal tip as received. The sealant, sealant sleeve and procedural sheath were not returned with the device. The condition of the returned device indicates an incomplete removal of the device. The shuttle cartridge was retracted until the grey handle locked onto the black handle and the advancer tube was found properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use (IFU). A device history record (DHR) review of lot f1733902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment unable¿ was not confirmed through analysis of the returned device. The exact cause of the incident could not be determined. However, based on the information provided and the analysis of the returned device, the reported incident may have been attributed to incorrectly following the instructions for use (IFU) since the advancer tube was found properly engaged to the distal tamp lock. Per the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the user failed to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. Neither the DHR review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). A review of the manufacturing documentation associated with lot f1733902 was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
As reported, the sealant of a mynxgrip vascular closure device (vcd) was noted to be out of the patient's skin.